Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical's warehouse. We have reviewed the needles of all the sutures received (closed and open) and all correspond to a hr37s needle. For hr37s needles the wire size is 0.98mm (+0.02 mm; -0.015 mm). A review of the batch manufacturing record reveal this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions are needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 investigation on-going. Supplemental report will be submitted when additional information is available.

Event description:
It was reported that the needle thickness varies within the same product number. Some are thicker and some are thinner. It appears to the reporting physician that some needles are hr37s while others are hr37. No patient information was provided.